Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant to treat a left atrial appendage (laa). The patient's landing zone was measured under the following views: 19mm at 0 degrees, 19mm at 45 degrees, 19-20mm at 135 degrees, transesophageal echocardiogram was used during the procedure. The patient's left atrial pressure was 9-10mmhg. During the procedure the occluder was re-captured twice due to the patient anatomy pushing the device proximally. Close criteria were met. A tension test was performed twice. The occluder had a compressed shape. Upon release of the occluder the device migrated slightly. Approximately three hours post-procedure the patient presented with ectopy. A chest x-ray showed the device position shifted. Tee confirmed the device embolized to the left ventricle. The occluder was snared and removed from the patient. The patient's mitral regurgitation was noted to have slightly increased. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization to the left ventricle with patient effects of mitral valve regurgitation and arrythmia. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information and cine review, the cause for the reported device migration with patient effects of mitral valve regurgitation and arrythmia could not be determined. An unexpected medical intervention was a result of case-specific circumstances, as snaring of the device was successfully performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.